Event description:
Right internal jugular catheter attempt at bedside. Ij vein visualized with ultrasound and cannulated without difficulty. Wire advanced over needle. Vein dilated. Quinton catheter advanced over guide wire. When pulling out wire, met resistance. Pulled catheter back 1cm, and still wire pulling back with resistance and uncoiling. Intact wire and entire catheter removed, and procedure aborted. Manufacturer response for catheter, arrowg+gard blue two lumen hemodialysis catheterization kit for high volume infusions (per site reporter) the clinical team escalated this to the teleflex rep and had multiple correspondences. Rep picked it up and sent follow-up questions to the clinical team.